Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that a "patient disconnect" alarm error temporarily sounded when a test bag was disconnected from the circuit during pre-use checking in the me room, but it was quickly cancelled. Following the "patient disconnect" alarm error, the hospital replaced the device with another v60. It was reported that there was no patient involvement at the time the issue was discovered. The customer canceled the repair and the device was returned. An onsite work order was not generated and it is unknown what the outcome of the service event was. No further information was given by the customer. If the decision is made to have the device evaluated and repaired, a new service order will be opened and will be captured through philips normal complaint procedure.